Event description:
Patient had lower incisor tooth injected with ultracal (ca(oh)2 injection system. The medicament embolized into vessels around the tooth. Numbness of chin pain , loosening of at least 7 teeth occurred. Likely tooth and even jaw bone loss will occur. This delivery system has no instructions to treat this problem nor a warning about this complication! The manufacturer ultradent in (B)(4) has been notified by me. I am only the surgical consultant and am seeing this problem 5 weeks after occurrence.